Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing while sitting at the dining table. The noise was unable to be reproduced upon manipulation tests. Technical services (ts) reviewed the episode and discussed troubleshooting recommendations. It was recommended to reprogram to the secondary vector as it seems suitable for permanent programming. The s-ICD system remains in service. No additional adverse patient effects were reported.